Event description:
There was an allegation of a questionable glucose hk gen.3 result from the cobas c 503 analytical unit for one patient. Patient 1's initial glucose result was 11 mg/dl, and the repeat result was 110 mg/dl. The initial result was critical and did not match the patient's history. The repeat result was deemed to be correct. There was also an additional result reported for another patient for urea/bun. This medwatch will apply to the glucose hk gen.3 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the urea/bun assay.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The customer reported that qc was within range. The investigation is ongoing.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) found that the sample probe was out of alignment and also had residue on the tip, and replaced it. For verification, the fse ran a precision check twice. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the service action resolved the issue.